Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by due to chronic pelvic pain, and bladder perforation. It was reported that patient underwent mesh removal on (B)(6) 2014 due to chronic pelvic pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a posterior repair and tape in 2007. The patient had a urinary tract infection in 2009. The patient underwent mesh removal on (B)(6) 2009 and (B)(6) 2011. The patient had placement of ureteral stents in (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and urinary tract infection. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent cystolitholapaxy on (B)(6) 2010 due to hematuria. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 and (B)(6) 2011.